Event description:
This was a near miss event and did not affect a pt. A box of 100 syringes labeled as 3ml syringes but in fact contained 10ml syringes. Manufacturer: bd; lot # 31710561. Reason for use: delivery IV medications. Product: the product was never used since the rn recognized the issue before use.